Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub detachment issue occurred. It was reported that when trying to flush the sheath, the side port completely detached from the shaft of the sheath. The vizigo¿ sheath was exchanged, and the procedure was continued. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 05-oct-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub detachment issue occurred. It was reported that when trying to flush the sheath, the side port completely detached from the shaft of the sheath. The vizigo¿ sheath was exchanged, and the procedure was continued. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and functional test of the returned device were performed following bwi procedures. Visual analysis revealed the luer hub was broken, no irrigation tube and port, were observed or returned. The device was inspected on the luer hub area. Microscopic analysis was performed on the luer hub area and stress marks were observed. The failure could not be replicated. Damage at the luer hub could have been caused by manipulation or excessive force applied at the area, however, this cannot be conclusively determined. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported have origin in some place external to the manufacturing environment. No deflection issues were observed. A device history record review was performed for the finished device 50000174 number, and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)